Event description:
Tha for right hip was performed on (B)(6) 2014. On march 5, 2024, the doctor suspects corrosion on the neck of the stem by x-ray examination. He mentioned influence of metallosis or cup displacement. There was no pain complaints from the patient.

Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remained implanted. -clinician review: a review with a clinical consultant indicated " confirmation of event: I can confirm that the patient had a primary total hip arthroplasty because I was able to see an x-ray with the findings I described above. No identifying markings regarding the patient or the date or the side was supplied. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of trunnion failure in a metal on metal articulation are multifactorial. Causes include surgical technique, especially in the way the trunnion and femoral head component are prepared prior to insertion, patient factors including activity level, lifestyle, and bmi, as well as implant factors. " -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review with a clinical consultant indicated " confirmation of event: I can confirm that the patient had a primary total hip arthroplasty because I was able to see an x-ray with the findings I described above. No identifying markings regarding the patient or the date or the side was supplied. The root cause of this event cannot be determined with certainty. The causes of trunnion failure in a metal on metal articulation are multifactorial. Causes include surgical technique, especially in the way the trunnion and femoral head component are prepared prior to insertion, patient factors including activity level, lifestyle, and bmi, as well as implant factors. The event could not be confirmed as insufficient information was provided. Further information such as device lot identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.